Event description:
A company rep was onsite and observed that the gantry continued to move down on its own after the surgeon released the joystick this happened two times. On one occasion there was a pt under the gantry and the surgeon was attempting to dock the eye (preparation before laser treatment). When the doctor saw the unexpected gantry movement, he moved the joystick in the opposite direction and the gantry stopped. The gantry did not contact the pt and there was no pt injury.

Manufacturer narrative:
A company service engineer was dispatched to investigate the laser system. The engineer installed new brake pads and springs and conducted performance testing. The device was repaired and confirmed to be within specifications and there have been no further issues reported. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).